Event description:
It was reported by the caller, a clinical account specialist, that the patient had a pericardial effusion. The caller stated they went up with a reprocessed innovative health soundstar® catheter and a reprocessed innovative health decanav® catheter and went across with a versacross and then switched it out with the faradrive sheath. The caller stated they then went in with an octaray¿ catheter and mapped the left atrium with voltage. The caller stated the physician switched to the farawave¿ catheter with the wire. The caller stated when they went out with the wire they were not near the carto® 3 system as they were switching pins out and the "boston rep" said the physician was very anterior. The caller stated that when they came back the physician pulled the wire and the caller asked them to pull it back into the left atrium. The physician then went more posterior and advanced it out to the left superior. The caller stated that they gave three pulses/three applications with boston. The caller stated that during the second pulse they had a little bit of a pause and the patients pressure dropped and anesthesia started treating the pressure. The caller stated that after the third application the pressure was not coming back up and they were still continuing to treat it. The caller stated they went over and looked on ice and noticed the pericardial effusion and the patients pressure dropped even more. At this point the physician left ice in and compressions were done to the patient. A pericardiocentesis was then performed on the patient and drained 175cc's. The caller stated that all the catheters were removed and the patient was stable and they should be discharged today. The caller stated that a transthoracic echo was done and confirmed there was no more effusion. The caller stated that after speaking with the physician, the physician believes their wire went to interior and may have gone out the appendage. The caller stated the only bwi product in the body during the procedure was a octaray¿ catheter and stated the catheter was pulled about 5-10 minutes before switching over to the farawave¿ catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).